Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 1388t competitor implantable pacing lead, implanted: (B)(6) 2000.

Event description:
The patient reported that the 2nd wire was not working properly and it may have to be replaced. Follow up was attempted with the patient physician's office but was unsuccessful. The lead remains in use. No patient complications have been reported as a result of this event.